Event description:
Reporter has reported that the connecting pin on the expiratory side of the circuit is bent, thus making it impossible for the unit to be connected to the electrical adapter.

Manufacturer narrative:
This is a malfunction that has been reported to fisher and paykel healthcare. The product is not sold in the USA but it is similar to a product which is sold in the USA. Results and conclusions: please see attached report "bent heater wire pins" for details of failure investigations. Unfortunately, this report was inadvertently omitted from the retrospective summary report 9611451-2007-00013 under exemption.